Event description:
In 2009, the pt reported he woke up with a blood glucose reading of 426 mg/dl and properly treated his reading with insulin. His blood glucose remained elevated in the 400's mg/dl and he delivered insulin via injection. He said that 6 hours later his readings were still in the high 200's mg/dl. His most recent reading is in the 400's mg/dl. Later the same day, the pt stated his current reading is "hi" with his target range being 75-125 mg/dl. He said his adapter has been in use for 11 cartridge changes and he was advised to change it with every 10th cartridge change. Troubleshooting did not find any product issues. The pt was advised to change his site. On follow up five days later, the pt stated his is doing "fine" and his blood glucose returned to his normal range after he changed his infusion headset. He said his doctor agreed it was a bad site that caused the elevated readings. The pt discarded the infusion set at issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.